Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released without prior gel release) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the 'gel previously released' event without prior 'gel release' is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device revealed a 'gel previously released' flag without a prior 'gel release' event.